Manufacturer narrative:
Reference CAPA 997 verified item lot combination and reviewed manufacturing date as returned item # 42527900501 lot # 62404290 exhibits signs of repeated use and has one of components 42527991001 and 42527991002 disassembled / missing the components were not returned reference attached photographs. The device history records for item # 42527900702, lot # 62404290, and & receiving inspection reports for item¿s # 80562822,80569016,and 80569609, were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A complaint history search will not be performed on lots # 62404290, as these devices are within the scope of the CAPA 997 design update. Complaint is confirmed. These devices from lot's # 62404290, are confirmed to have been a part of the CAPA 997 investigation. Field action zfa 2014-67 and z-1052-2015 were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument coordinator was checking trays to send out for surgeries and discovered the ball bearings had fallen out of the trial shims.